Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 19july2019. The product support engineer (pse) troubleshot this issue with the customer over the phone. It was identified that using the his/emr cable, from the service kit and a windows xp computer would cause an error message on the laptop of "unknown communication from the ventilator". The customer connected the his/emr cable to a windows 7 computer and was able to install 2.30 software successfully. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the customer attempted to install 2.30 software and the is getting "unexpected response from ventilator" error. There was no patient involvement.